Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted system controller log file confirmed pump stoppage events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Review of the submitted log file confirmed multiple pump stop and low speed events on (B)(6) 2020. The observed events occurred while the device was operating on the mobile power unit (mpu). Additionally, review of the submitted images was inconclusive for damage to the driveline. The patient remains ongoing on left ventricular assist device (lvad) support and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19may2015. The most recent revision of the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is rev. C. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous damage to the patient's driveline that required rescue taping is reported in 2916596-2020-06585. The investigation results will be provided in the final report.

Event description:
Related MFR # 2916596-2021-00004. It was reported that the patient's device had red heart alarms that were "too quick to capture". The log files recorded low flow, low speed, and pump off events on (B)(6) 2020 at 08:30. Rescue tape was noted on the patient's driveline without any other obvious kinks or tears noted upon examination. The events from the logs could not be reproduced in the clinic. Review of the log files and found two pump stops and six low speed advisories. This type of behavior has been linked to potential issues with the percutaneous lead. The issues only appeared to be occurring while the device was connected to the power module. In order to prevent further interruption in support, suggested keeping the device connected to battery power or on an ungrounded cable until further investigation was completed. Radiograph images were unrevealing and there was a portion of the external driveline that was not well visualized. The patient was sent home from clinic visit with a power module and an ungrounded patient cable, and was instructed not to use the mobile power unit. A 1-month follow up was planned, at which time additional imaging of the driveline could be completed if necessary.